Event description:
Reportedly, on (B)(6) 2026, an initial transmission was attempted using the smart view monitor that had been paired with the device; however, the transmission was unsuccessful. Despite performing a reset and changing the transmission environment, the issue could not be resolved. Therefore, the smartview monitor was determined to have an initial defect and would be replaced.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. Upon reception, the device is working correctly. Review of the event logs is still ongoing, results will be provided on the next report.